Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case as reported, bulky calcification on the ncc caused the sov rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate the during a transapical tavr procedure, a rupture of the sinus of valsalva (sov) was observed. Balloon aortic valvuloplasty (bav) was performed with a 20mm edwards balloon catheter without issue. The sapien xt valve size was determined by angiography during bav and a 26mm sapien xt was implanted in a 50:50 position with an inflation volume of 18ml (2ml less than nominal volume). Angiography post implant showed a rupture near the non coronary cusp (ncc) in the sov. The patient was hemodynamically stable. After protamine administration, the chest was opened and hemostasis was achieved. At last report, the patient was in stable condition and was being sent to the ICU for monitoring. The patient had bulky calcification on the ncc, and the sov measured 27.1mm in diameter.